Event description:
It was reported that the patient presented with an inflatable penile prosthesis that stopped cycling a few months ago, fluid loss is suspected. The patient underwent surgery to replace the device. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient presented with an inflatable penile prosthesis that stopped cycling a few months ago, fluid loss is suspected. The patient underwent surgery to replace the device. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis underwent a thorough analysis. The pump was visually and microscopically examined, leak and functionally tested. No anomalies were found with the pump. The cylinders were visually and microscopically examined, and leak tested. No anomalies were found with the cylinders. The reported device performance allegation was not confirmed. Based on analysis results, a conclusion code of no problem detected was assigned to this investigation.